Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the electrosurgical system generator, it was found that an e486 error occurred and the electrosurgical generator could not be used. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.